Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 and 06 occurred. Additionally, it was reported that a cartridge change error occurred, and insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 205 mg/dl.